Manufacturer narrative:
The device remains in service; therefore will not be returned for analysis to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a run of ventricular tachycardia (vt). During interrogation of the device it was found that the device had exhausted therapy. The patient was externally shocked and converted back into their own sinus rhythm. The device and lead were checked and are functioning as designed. No additional adverse patient effects were reported.